Event description:
It was reported that during a stone fragmentation procedure, the console prompted error 282. Then, a message stating to "wait one minute and resume" appeared. After following the directions on the message, error 282 still appeared so the customer restarted the console and changed the settings. However, the error persisted so the case could not be completed. The patient had already been sedated with general anesthesia. No patient complications were reported. This event is being reported for procedure aborted after the patient was sedated.